Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a detecting cartridge notification became frozen on the pump screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the notification. Additionally, a minimum fill notification occurred after filling a cartridge with 240 units of insulin. The customer¿s blood glucose level was 209 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.